Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that elevated pacing output was observed via the implantable pulse generator¿s (ipg) capture management function but excellent thresholds were observed via in-office testing. Capture management remains on although battery longevity may be compromised and the ipg remains in use. No patient complications have been reported as a result of this event.